Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: "robotic hysterectomy" event description: "the cautery post fell off. It was not working from beginning and as they continued to try it, the cautery post fell off. They opened a new device and finished the procedure". Additional information was received via email from account manager, on friday, december 22, 2017: "the product will not be returning." Additional information was received via information written on product when received on friday, january 12, 2017: "broken - (B)(6) 2017. Cut w/ it once, removed cautery cord and metal part came off??" Type of intervention: "they opened a new device and finished the procedure". Patient status: "no patient injury"

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of separation of the cautery post. Based on the condition of the returned unit, it is likely that the reported event was caused by incomplete closure of the handle near the cautery post, which can occur if the cautery post is not seated properly within the handle halves when they are pressed together. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.